Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump history was missing while the pump was being used. Pump deliveries were not impacted by issue, the customer reverted to manual injections for insulin therapy. There was no impact to customer¿s blood glucose.